Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause could not be determined. Evaluation monitored the temperatures of the upstream and downstream thermistors while running a loaded set. This did not reproduce the alarm, and the temperature of both thermistors were found to fall within specification parameters. Thermistor calibrations of the input/output and processor printed circuit boards were checked and passed. It is believed that if all these check out it could have been an environmental issues that caused the system error and chances are cannot be repeated. The ultrasonic sensor was replaced. . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.